Manufacturer narrative:
The complete initial reporter facility name is the (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had two doctors report issues with the 18fr silastic foley catheters. Both doctors reported the foley catheter becoming occluded when the balloon was inflated.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. Warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Recommended inflation capacities 5cc balloon: use 10ml sterile water the DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had two doctors report issues with the 18fr silastic foley catheters. Both doctors reported the foley catheter becoming occluded when the balloon was inflated. Per additional information received via mail on 09jul2025, patients had long period of time where urine was not properly draining. Additional catheter changed were required for these patients due to first one not functioning properly. Catheter was checked for kinks/blockage. Ballon was deflated and then reinflated to see if the problem resolved. It did not. Two events occurred with different 18 fr silastic catheters and different doctors. Both instances md reports that filling the balloon caused the catheter to occlude and not drain properly. The thought was that this was specifically a balloon issue because once the balloon was deflated the catheter drained.